Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples taken from the sorin heater-cooler system 3t showed bacterial colony counts above drinking water quality limits. The unit had just been returned to the customer after undergoing deep disinfection at sorin group deutschland. There was no patient involvement as this was found during re-installation of the device. The customer stated that the source water filter was changed before filling the unit, and all outlets, inlets and connectors were disinfected using wipes. The unit was then filled, water was circulated and samples were taken from the right and left outlets. Only the left outlet showed bacterial colonization counts above drinking water quality limits. Through follow-up communication, it was discovered that the customer did not perform disinfection cycle during reinstallation. According to the instructions for use (IFU), a disinfection should be performed during reinstallation, before taking water samples. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water samples taken from the sorin heater-cooler system 3t showed bacterial colony counts above drinking water quality limits. The unit had just been returned to the customer after undergoing deep disinfection at sorin group (B)(4). There was no patient involvement as this was found during re-installation of the device.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova group (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that a disinfection cycle was not performed during re-installation prior to initial sampling of the water for microbial contamination, which is required according to the instructions for use (IFU). A review of the final results of the microbiological sampling performed after completion of deep disinfection in april/may 2016 confirmed that the unit was returned to the customer with no growth of non-tuberculous mycobacterium (ntm) and was within drinking water quality specifications (<100 cfu/100ml). Livanova (B)(4) concluded that the issue was caused by a failure to follow the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). No evaluation necessary.